Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the pacemaker was in backup vvi mode. Programming changes were made successfully to restore the device. The patient was stable.